Manufacturer narrative:
Submit date: 08/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states the purple tip is not secure to the tubing and is coming off. The set is leaking because of this.

Manufacturer narrative:
A device history record was not performed due to a lot number not being provided or available. Three samples were received for evaluation. As result of the investigation, the cross spike connector was verified to have a leak. The root cause is a dimensional gap between the connector and tubing. Corrective actions have been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.